Manufacturer narrative:
(B)(4).

Event description:
Procedure: gynecology. According to the reporter: an unknown v-loc endostitch product was used during a gynecological procedure when the needle broke off in the patient. The needle broke off where the suture attached at the midpoint of the needle. Half of the needle was not retrieved. The patient was on a fluoro table, and could not be moved. The surgeon looked for the broken piece by palpating with a laparoscopic instrument with no success. An x-ray was performed. The piece was seen on x-ray, but retrieval attempts were unsuccessful. After an hour of searching, no further attempts were made. Another x-ray was performed after the procedure, and the presence of the needle piece was confirmed. Surgeon stated that she plans to perform another x-ray 3 months post op. There was no unanticipated tissue loss. There was no tissue damage. There was no blooding reported in excess of 500cc. The case was extended by an hour. No adverse event reported due to the delay in surgical time.